Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the nurse attached the 0.2 micron filter to the end of a primary set, and saline started leaking through from the extension set while the filter was attached to the patient. It was visible that the tubing was separating from the filter portion, and then completely came off. There was no patient harm.

Event description:
The customer reported the nurse attached the 0.2 micron filter to the end of a primary set, and saline started leaking through from the extension set while the filter was attached to the patient. It was visible that the tubing was separating from the filter portion, and then completely came off. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the filter separated and leaked was confirmed. Visual inspection showed a break at the inlet port filter component. Inspection under magnification showed stress marks at the break site. No functional testing was performed due to the breakage. The root cause of the customer¿s report could not be determined.